Event description:
The patient reported that they had multiple v-go 40 devices that did not stay attached to their body (fell off). The devices were reported to be available for return to the manufacturer for evaluation. However, to date have not been received.